Event description:
It was reported that the catheter remained in place for 1 day when it was noted that it had "eroded through the vein wall causing an infiltration". No other details provided. No pt complications reported.